Manufacturer narrative:
Known risk of the device. No new risk has been recognized. No device malfunction. Treatment parameters were in line with the typical range. These side effects may be related to edema of the surrounding tissue and is a known risk following focused ultrasound treatment. This edema is typically transient.

Event description:
Patient underwent fus treatment on the left side to treat a right hand essential tremor. During the treatment, the patient presented with slight parasthesia. One week after the treatment, at a follow up visit, paraesthesia had worsened and presented in half of their face. Mr images at this time showed edema.

Manufacturer narrative:
Known risk of the device. No new risk has been recognized. No device malfunction. Treatment parameters were in line with the typical range. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation.

Event description:
Patient underwent fus treatment on the left side to treat a right hand essential tremor. During the treatment, the patient presented with slight parasthesia. One week after the treatment, at a follow up visit, paraesthesia had worsened and presented in half of their face. Mr images at this time showed edema.